Manufacturer narrative:
The tech found the side rail end tube broken. The tech replaced the side rail end tube and ratchet rivet to resolve the issue.

Event description:
The tech alleged the side rail is not latching. No pt impact.